Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[I have an 8100 alaris pump module (sn (B)(4)) that is not being recognised when attached to any pcu. This unit was manufactured 04/21, as such I am looking to have it repaired under warranty.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[I have an 8100 alaris pump module (sn (B)(4)) that is not being recognised when attached to any pcu. This unit was manufactured 04/21, as such I am looking to have it repaired under warranty.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[I have an 8100 alaris pump module (sn (B)(6)) that is not being recognised when attached to any pcu. This unit was manufactured 04/21, as such I am looking to have it repaired under warranty.]. There was no reported patient involvement.

Manufacturer narrative:
Correction: device manufacture date h3 other text : see manufacturer narrative.

Manufacturer narrative:
Omit b21 - type of investigation not yet determined. Omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[I have an 8100 alaris pump module (sn (B)(6)) that is not being recognised when attached to any pcu. This unit was manufactured 04/21, as such I am looking to have it repaired under warranty.]. There was no reported patient involvement.